Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported the stent partially deployed. Vascular access was obtained through the right side. A contralateral approach was used to access the 150mmx6mm target lesion located in the non-tortuous, moderately calcified restenosed left superficial femoral artery (sfa). Pre-dilation was performed with a 100mmx6mm balloon. A 5 fr. Non-bsc guide catheter and non-bsc 0.035¿ guidewire were placed. A 7x150 130 cm eluvia¿ drug-eluting vascular stent system was selected for use. Deployment was initiated. After only 1 cm of deployment, the stent was no longer able to deploy using either the thumbwheel or pull grip. The physician then cut off the handle and tried manual deployment but still could not completely deploy the stent. About 70% of the stent deployed. It was then decided to remove the system by using a 6 fr long 90 cm sheath to advance over the delivery system and cover the deployed segment of the stent. The stent system was removed safely. Non-significant withdrawal resistance was noted. Another of the same device was implanted and the procedure was completed. Post-dilation was not performed. The results showed nice run off. There were no patient complications and the patient condition was noted as stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. The handle was dismantled when the device arrived. Visual examination showed that the outer sheath showed some slight buckling at the nosecone. The mid-shaft showed some slight damage approximately 2.5cm from the retainer clip. The pull rack also showed damage on the first tooth. The thumbwheel showed no damage. The inner liner was kinked in multiple areas. The proximal inner showed no damage. The stent was not returned with the device. The tip was detached and missing. The device was cut at the mid-shaft 4 inches from the retainer clip during investigation to pull the mid-shaft out to inspect for evidence of silicone inside of the outer sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that after only 1cm of stent deployment from the delivery system, the thumbwheel moved freely. Subsequently, the physician used the pull grip to continue deploying stent. However, suddenly the stent slipped inside the long sheath. The physician removed the long sheath with the stent inside it.